Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear? 3-4 upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7078514. Brand name: linear? 3-4 upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080550.

Event description:
It was reported that the patient experienced a suspected infection at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. Observable wound opening, fluid discharge, and odor were present at the ipg wound site. The wound was swabbed, and while it remains unknown whether antibiotics were administered, the system was subsequently explanted once the infection was confirmed. The patient was discharged from the hospital and recovered postoperatively. The devices were not returned as they were discarded by the medical facility.